Event description:
A pt experienced a quarter -sized, first to send degree burn on her right calf during therapy on that extremity with an andoyne infrared light therapy device. Reason for use: to increase circulation of the right lower extremity. The pt reported that her primary care physician diagnosed the quarter-sized red mark on her right calf as a 1st to 2nd degree burn, and that a topical ointment was prescribed.